Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
It was reported that the certas valve could not be reprogrammed after implantation. There is no report of adverse event for the patient. The valve was implanted to the patient via lp shunt on (B)(6) 2018. Initial setting was unknown. It was reported that the valve could not be reprogrammed after implantation. The indicator did not display current pressure properly under fluoroscopy. The patient will return is to the outpatient department the sales force will use another tool kit to attempt to reprogram the device. No further information was provided by hospital. The product will not be returned to your site.